Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he experienced high blood glucose level (265 mg/dl) therefore he changed the set in the morning of this report. He stated that when he removed the set he noticed that the tubing detached from the quick release. Currently, patient's blood glucose level was 325 mg/dl. The site was right abdomen and the pump was in his right pocket. The infusion was being used for about 3 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.